Event description:
Clinical study. It was reported that 2 months after a coronary drug eluting stenting treatment procedure, the pt expired. The lesion being treated in the index procedure was a 3.0mm, 60% stenosed, 18mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.00x20mm study stent in the target lesion. There were no reported complications. The pt was discharged the next day on plavix and aspirin. Two months after the initial procedure, the pt expired. In the opinion of the physician, the cause of death was pulmonary acute edema and was not related to the taxus liberte' stent. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.